Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has a planned revision surgery due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products - unknown converse acetabular shell, unknown femoral stem.